Manufacturer narrative:
Based on the investigation, the data suggests there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry within 3-4 sensor readings. Since the fingerstick measurement of 40 mg/dl was not entered in the system, it was not possible to confirm the mismatch between the sensor glucose and fingerstick measurement. H6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where patient experienced hypoglycemia.